Manufacturer narrative:
The subject device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, some episodes revealed noise oversensing in the right ventricular channel. A lead issue is suspected. The subject ICD has been reused and the lead abandoned.

Event description:
Reportedly, some episodes revealed noise oversensing in the right ventricular channel. A lead issue is suspected. The subject ICD has been reused and the lead abandoned.